Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03447. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that post insertion the patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, vaginal scarring, urinary problems, and bowel problems. The patient underwent mesh removal/revision on (B)(6) 2012. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-03447. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.